Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the wds became kinked. The device was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant in the sheath was returned and the reported kink was confirmed. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks in the sheath. The tip had damage consisting of flared tri-cuts, the distal marker band was kinked, and abrasions were on the inside of the sheath tip. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the delivery system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During a recapture of the device, the wds became kinked. The device was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.